Manufacturer narrative:
Updated fields: d1, d2a, d4, d6a, d9, g3, g6, h2, h3, h4, h11. The certas valve (ID 828811pl ) was returned for evaluation. Device history review: the product code 82-8811pl with lot 3448842 conform to specifications when released to stock failure analysis: the position of the cam when valve was received was at setting 4. The valve was visually inspected; ruby ball was dislodged from the seat. Tears observed on the needle chamber. The valve passed the test for occlusion and reflux. The valve failed the test for programming, leak and pressure. A leaked from the needle chamber. The valve was dismantled and observed under microscope: red ball was moving in the dome and the ruby seat was missing. Absence of glue was noticed in the ball seat area. Bump marks were observed on the casing. Root cause analysis: the root cause for the programming issue is due to rotation construction being stuck in up position. The root cause for the rotation construction being stuck in up position was due to the valve receiving a hard knock. The root cause for the leak issue during investigation is probably due to human misuse, as mentioned in the IFU: silicone has a low cut and tear resistance. The certas valve are 100% leak tested before release so the valve cannot have been released with this needle hole. The root cause for pressure issue noted during investigation is due to ball seat missing and ball dislodged. The root cause for the ruby ball dislodged and missing ball seat is probably due to the ball seat have not been sealed with glue, valve received a hard knock and the ball seat could have been extracted from the needle guard chamber as there is a cut at this area. There are ruby debris inside the valve proving that ruby ball was initially present.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2025-00279. A facility reported a certas valve was implanted on (B)(6) 2019. The valve became unprogrammable and had a red spot floating on one side. As of (B)(6) 2025, the valve was set at 5, but it has been observed to change settings on its own. The valve was removed. A bactiseal catheter (ID: (B)(6)) was implanted on (B)(6) 2020. The catheter was revised and removed.